Event description:
It was reported that reunion baseplate/glenosphere/ screws became loose after revision surgery. Screws look to have worked themselves through baseplate on glenoid side full removal of glenoid parts and hemi head implanted. The patient underwent a revision surgery.

Manufacturer narrative:
The reported event could be confirmed based on the inspection performed. The device inspection revealed the following: the returned screws were blocked in the baseplate and the glenosphere. No major wear or deformation could be observed on the screws. Note: it was not deemed necessary to disassemble the devices since having a view of the "entire" screws would not have given any further information. Furthermore, no fracture or deformation was observed. A late post-operative x-ray was received and was inspected by a medical expert, who stated the following: "the x-ray confirms the loosening and upward migration of the glenoid component. Please note that there are no x-rays available for comparison to the early- postoperative position of the implant. The segmental damage to the polyethylene insert may very well be related to joint instability and subluxations, however, it is not possible to assess whether this was an initial issue and played a role in loosening, or that is started to happen after loosening of the implant. Without further information it is not possible to make a definitive assessment, and I¿ll refrain from other (theoretical) scenarios. At this point, I tend to patient-related factors a cause of loosening." Based on the inspection performed and the opinion of the medical expert, the root cause was attributed to a patient related issue. A review of the device history was not possible because the lot number was not identified. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number could not be identified. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that reunion baseplate/glenosphere/ screws became loose after revision surgery. Screws look to have worked themselves through baseplate on glenoid side full removal of glenoid parts and hemi head implanted. The patient underwent a revision surgery.